Event description:
On (B)(6) 2011, the pt stated the infusion device displayed error code e5 (end of operation). It was verified that the infusion device did not display an alert a5 (pump timer) prior to the error code e5. The insulin infusion device is at its end of life. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second part to address the issue. Product was requested to be returned for product eval.